Manufacturer narrative:
Product has not been returned, therefore no evaluation could be completed.

Event description:
Allegedly, during a laparoscopic supracervical hysterectomy procedure, the supraloop broke during removal of uterus and caused bleeding. Per the nurse the bleeding vessel was clipped to obtain hemostasis in surgery, no further treatment required.